Event description:
The customer reported that she had been having unexplained high blood glucose levels for the past six weeks. The customer stated that she used a quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime test but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.